Event description:
It was reported that the drain lever was broken prior to use. The account had a back up on hand to complete the procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.